Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, and the type of the material was identified as silicone which caused deposits of white foreign material. However, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the jet tube. There were no reports of patient involvement.